Event description:
Boston scientific received information that this atrial lead displayed high out of range impedance measurements and it was thought there was a possible lead fracture. A revision procedure was performed, however during the procedure, visual inspection revealed a piece of the proximal set screw device header (contak renewal model h190 sn (B)(4)) was missing and the device was removed. It was thought that may have contributed to the reported increased impedance measurement. As of this date, it is unknown whether this lead was replaced and whether the lead is a boston scientific product. No adverse patient effects were reported. Additional information was received on (B)(6) 2011 upon device return. A memory disc was obtained and upon further review; the atrial lead model/serial number flextend (B)(4) sn (B)(4) was found and thought the suspected fractured lead. The status of the lead is unknown at this time.

Manufacturer narrative:
When additional information becomes available, this event will be updated.